Event description:
It was reported that the patient experienced enterococcus endocarditis with ascending aortic root abscess. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant product: 1388t competitor implantable pacing lead, (B)(6) 2005. (B)(4).